Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 8th august 2019. The pad-pak history record was reviewed, which showed the returned pad-pak was 1 of 200 manufactured on the 5th october 2017, 50 of which were shipped to heart safety on the 18th december 2017 upon receipt the device could not be powered on with the returned pad-pak (expiry february 2022) and no flashing status indicator was observed, as per the reported fault. Further investigation revealed the pad-pak was depleted beyond any use, with each individual cell severely depleted, which would indicate the depletion had been due to an external load. The sam 350p device performed to specification throughout testing at heartsine. The device passed all self-tests throughout the investigation, and no measurable fault was identified with the device current drain, on/off circuitry, membrane, or pogo-pins that would have resulted in the premature depletion of the pad-pak. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes this combined testing equates to approximately 9.5 years of normal use without fault. Device history records indicate the returned pad-pak (lot j0305) was released to heart safety on the 18th december 2017. The reported complaint was raised on the 13th may 2020, approximately 3 years after the pad-pak manufacture. As no self-tests were recorded in the device memory outside of heartsine, this would indicate that the returned pad-pak had become depleted prior to installation within the returned device, therefore being unable to power on the device. The investigation was unable to determine the storage conditions of the pad-pak during these 3 years, or whether the pad-pak had been previously used with a different unit. Therefore, the root cause of the pad-pak¿s depletion could not be determined. The customer ((B)(6)) was contacted on the (B)(6) 2020 to enquire whether the returned pad-pak had been shipped with the returned sam 350p, or used previously within another device. The customer was unable to confirm this. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Defibrillator that is showing no flashing lights and will not switch on. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Defibrillator that is showing no flashing lights and will not switch on. There was no patient involved in this event.